Manufacturer narrative:
A thorough investigation of the x8-2t transducer could not reproduce the reported articulation issue. However, the probe was found to have corrosion in the connector.

Manufacturer narrative:
An addendum report is being submitted to provide the date received by manufacturer with the philips¿ become aware date or supplemental aware date. The information can be found in the g3 field containing the 'date received by mfg', 12/21/2023.

Event description:
A customer reported an x8-2t transducer was not articulating during use on an epiq 7c ultrasound system. There was no patient or user harm associated with this event. The suspect transducer has been replaced at the customer site to resolve this issue.

Manufacturer narrative:
The return of the suspect transducer is anticipated. Evaluation of the transducer will be included in a follow-up report upon its return and investigation completion.